Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: during investigation, the cartridge compartment was cracked at the threads with a piece of the case missing. Unrelated to the original complaint, a crack was found between the case seal and the keypad cover, and between the case seal and the corner of the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing- cartridge compartment) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.